Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the unit was able to power on, however, the radical-7 display shut down within a few seconds (screen blank) and 10 beeps are heard. With this condition, the device was unable to operate for more than a minute. The 10 beeps alarm looped continuously until the device was shut down by holding the power key for a few seconds. The instrument board was found to be defective due to a failed u21 (current limiter ic) on the instrument board. The instrument board was replaced and the unit functioned as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the device will not stay on for longer than a minute once it removed from the docking station even with a new battery. Additional information received from the customer "I believe there may have been an audible alarm, but I'm not for sure. Monitoring was not possible after device was removed from the docking station". No known impact or consequence to patient.